Event description:
It was reported that a user experienced high blood glucose confirmed by fingerstick while using an older, cracked ilet device that had stopped dosing insulin and whose screen was unreadable. The user then connected to a non-cracked ilet and resumed insulin delivery after receiving troubleshooting and education regarding dosing interruption and device use. Symptoms included hyperglycemia peaking at 400 mg/dl, lethargy, and muscle weakness. Outcomes included temporary impairment requiring self-management without hospitalization. Investigation included user interview and troubleshooting focused on alarms and device function. Investigation of this case revealed an interruption of insulin delivery due to a damaged device and user unawareness that dosing had stopped, with subsequent resolution after switching to a functional ilet. It was concluded, based on previously established findings for similar reports, that the cause was user interface and use-related factors compounded by device damage. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.